Event description:
(B)(4). My sex drive has been low, I have mood swings, I also feel a stabbing pain in my vagina. I have trouble sleeping. I went to a cardiologist due to the heart palpations and the high blood pressure and they ran test like echo and stuff and everything seems to be fine. I was put in medication and changed my diet but my blood pressure still stays the same. I went to a neurologist and the testing he did came up that I was fine. I've bought bottles and bottles of pain killers for the headaches and cramps and it doesn't seem to work. I really want this device removed. All my gyn told me was that the device didn't have any hormones but he never mentioned anything about side effects he made it seem like it was perfectly safe. I feel like an idiot for not digging further into the topic but I wanna say that there wasn't really any bad reports out about the device when I had it done. Pls ladies I beg that you really think twice about this device. I regret it.

Event description:
(B)(4). Since the device has been inserted I've been getting horrible headache, my blood pressure has gone up. My skin has gotten so unhealthy. I have heart palpitations, tingling sensation, vertigo I feel depressed and sad at times. My hair has been falling out.